Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the device had a black display. The customer declined philips service and repair and elected to proceed with a third-party vendor. It was further confirmed that the third-party vendor replaced the ui board, which resolved the reported issue and restored the device to service. The defective ui board will not be returned for further evaluation. No additional information was obtained.

Manufacturer narrative:
E: (B)(6) hospital, (B)(6) (B)(6) china. Unknown phone.

Event description:
Philips received a complaint by the customer regarding a v60 ventilator, associated with nmpa case #(B)(4). When a nurse was performing routine rounds identified that the non-invasive ventilator generated an abnormal alarm, displayed a black screen, and could not be used as intended. There was no medical intervention required, no patient involvement, and no reported patient harm associated with the event. The issue was categorized as a product performance problem, with the device not functioning as expected. Per good faith effort (gfe) response, it was confirmed that the serial number of the device is not available. The device was not in use at the time of the event. The product did not perform as expected, as the screen was black with no display, and the device continuously sounded an alarm. No error codes were reported. Resolution and disposition are pending - investigation ongoing.